Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal segment of the lead was returned. Analysis was performed and revealed that the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant medical products: product ID addr03 ipg, implanted: (B)(6) 2008. (B)(4).

Event description:
The atrial lead and previously capped ventricular lead were removed prophylactically and/or reported as having no alleged product issues. The lead were returned and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.